Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a revision surgery took place on the (B)(6) 2018. The patient had a fall on the (B)(6) 2017, rupturing her right deltoid and atfl ligaments. She was placed in a moon boot until surgery was performed on the (B)(6) 2017, at which time an internal brace was fitted. The patient remained on bed rest in a back slab until the (B)(6) 2017, at which time a moon boot replaced the back slab. She was full weight bearing on two elbow crutches. The patient complained of extreme ankle swelling from the (B)(6) 2017 until the (B)(6) 2017. Physiotherapy was initiated on the (B)(6) 2017. This included joint mobilizations, passive mobilizations and strengthening as per protocol. The patient complained of ankle joint stiffness and pain from the beginning of her physiotherapy treatment. On (B)(6) 2017, the patient mentioned severe anterior proximal 1/3 tibial to medial tibial pain with weight bearing in the moon boot. Swelling and discoloration of the right ankle was present intermittently throughout. An x-ray was done on the (B)(6) 2017, indicating no fractures. Complex regional pain syndrome (crps) was suspected at this stage. Treatment was adjusted accordingly. The lower leg pain did not improve, and on the (B)(6) 2018, an MRI was performed. A nerve block was suggested and performed in-hospital to manipulate the ankle with physiotherapy bi-daily from the (B)(6) 2018 until the (B)(6) 2018. After the nerve block the tibial pain improved, but anterior ankle pain remained. A consultation with the surgeon took place on the (B)(6) 2018. A decision was made to remove the internal brace on the (B)(6) 2018. After the surgery, the surgeon reported that there had been a weird white substance beneath the synthetic material. This type of white substance he had never seen before so he was interested in receiving lab results. No infection was found in the swabs that the surgeon sent in. Since then, the patient`s ankle symptoms have been decreased drastically. However, she remains with a suspected anterior ankle impingement. This affects her rehabilitation and gait, causing compensatory knee pain on the left. The device has been discarded by the facility. Update (B)(6) 2018: it is not possible to get the use batch number. During the 2nd surgery on 26 mar 2018 the implant was removed and not replaced.